Event description:
Boston scientific neuromodulation (bsn) received, information about an event that would have been reportable under 21 cfr 803, medical device reporting within our complaint system. However, the issue reported, was related to an implanted paddle lead manufactured by medtronic. The information received stated, that a patient's medtronic leads were replaced with boston scientific leads, due to frayed medtronic leads. Surgery occurred on (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).